Event description:
It was reported that the patient¿s blood glucose (bg) reached 260 mg/dl. Despite the cannula reportedly inserting into the infusion site and appearing normal after the pod was removed, the pink slide did not move forward, indicating a needle mechanism failure. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has been returned/received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated after the end of the second priming sequence. The investigation did not find any damages or deficiencies that would contribute to a needle mechanism failure, though it could not be determined when exactly the needle mechanism deployed. The cause of the reported needle mechanism failure could not be determined.